Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 435 mg/dl. It was unknown if customer was using insulin pump within 48 hours. It was unknown if insulin pump was been used on auto mode. Customer took injection for treating high blood glucose. The insulin pump will not be returned for analysis.